Event description:
Per the clinic, the patient underwent a revision surgery (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 12, 2024.